Event description:
It was reported that there were a ¿few times before¿ that high impedances had been seen on contact 3. Because contact 3 was rarely used, it was ignored. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).